Manufacturer narrative:
UDI: (B)(4). Occupation: reporter is company sales representative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the micro tornado handpiece with hand controls was clogged and would not suction. When trying to unclog it they were unable to. They were able to use another like device. This did not cause a delay or patient harm. No further information provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device was received at the service center and evaluated. Per service manual operational and diagnostic, no defect was found, therefore this complaint cannot be confirmed. As the reported problem was not confirmed, a root cause for the issue that was experienced by the user cannot be determined. A manufacturing record evaluation was performed for the finished device serial number (B)(6) and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history: a manufacturing record evaluation was performed for the finished device (B)(6) number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.